Event description:
The provider/patient reported the following: the patient is experiencing a burning sensation on his lips, and his lips are itching.

Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes that the aligners caused, contributed of would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.